Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Protocol # premarket (510k) number is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. The right plunger case is cracked. Functional testing and occlusion tests were conducted. The motor rate error was found during occlusion testing. Issue was also identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear due to device age. The following actions were taken: replaced worm coupling and gear. Additional repairs included: replaced cracked right plunger case, updated motor mount and installed cable guard. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.